Event description:
Pt alleges that during her hospitalization, 12/12/94-12/23/94, her right tympanic membrane was punctured by an ear thermometer. No documentation of pt c/o of ear pain in medical record. Primary care physician noted punctured right tympanic membrane 1/9/95. Tympanic membrane had not been ruptured during previous exam 12/1/94.